Event description:
Boston scientific received information that the patient implanted with this left ventricular (lv) lead presented for a routine in clinic follow up one week post implant, with symptoms of shortness of breath (sob). The lv lead exhibited increased thresholds and loss of capture (loc) and a chest x-ray showed that the lead had dislodged, however, capture was obtained at maximum outputs, so the physician opted to continue monitoring. Available information indicates that this product remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.